Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a delay in therapy for less than 30 seconds due to undersensing. This lead was explanted. No additional adverse patient effects were reported.

Event description:
This report is being filed to note that the initial report (B)(4) was filed in error. The device did not exhibit a reportable malfunction.